Event description:
It was reported that implantable pacemaker is suspected to be depleting prematurely with the longevity dropping from 4.5 years to 1.5 years within a span of 13 months. Boston scientific technical services (ts) data analysis confirmed that the power consumption of this device has been increasing during the past year. The expected power consumption is expected to continue to increase. Ts suggested pacemaker be replaced or have the battery status reevaluated in 90 days time. Once replaced, please return the device for detailed analysis. At this time, this device remains in service and will not be returned. No adverse patient effects were reported.

Event description:
It was reported that implantable pacemaker is suspected to be depleting prematurely with the longevity dropping from 4.5 years to 1.5 years within a span of 13 months. Boston scientific technical services (ts) data analysis confirmed that the power consumption of this device has been increasing during the past year. The expected power consumption is expected to continue to increase. Ts suggested pacemaker be replaced or have the battery status reevaluated in 90 days time. Once replaced, please return the device for detailed analysis. At this time, this device remains in service and will not be returned. No adverse patient effects were reported. Additional information indicates that this implantable pacemaker was explanted and was discarded in the facility. This device will not be returned. No additional adverse patient effects were reported.